Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f, vena cava filter, allegedly experienced migration, difficult to remove, malposition of device, patent device interaction problem and detachment of device or device component. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) year old female patient was not provided.